Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(6) 2011, this report will be processed as is.

Event description:
User facility reported: during a procedure using the acist angiographic contrast injection system, air was injected into a pt, resulting in the pt being taken to ICU. The physician was new and it was the first time he/she had used the acist angiographic injection system.